Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and inflation. The reported appearance of an oversized balloon inflation profile may be the result of, but not limited to manufacturing, high inflation pressures used at stent deployment, lesion calcification, incorrect vessel diameter size measurement, incorrect marker band placement, improper prep of the device such that air is within the balloon or incorrect product size selection. A new indeflator filled with contrast medium diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The balloon did not expand to rbp abnormally as reported. A conclusive cause for the reported difficulties could not be determined; however there is no indication of a product quality deficiency. Reportedly, a perforation was noted during inflation of the xience v balloon, which required additional balloon dilatation to treat the perforation and pericardial tapping was performed. Perforation, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues for this lot. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there was a long, tight lesion in the mid left anterior descending artery. The lesion was pre-dilated. The balloons were completely expanded during the dilatations; however, post-dilatation still showed a tight stenosis at the distal end of the lesion. A stent was positioned and inflated. The initial expansion of the stent balloon inflation was not imaged. However, another image of the inflated balloon showed some stent longitudinal irregularities. At the end of the inflation image, the mid-stent section appeared to bulge somewhat. Post-images showed a similar bulge in the vessel. The proximal edge of the stent appeared oversized. The next image showed extravasation from the vessel mid-stent. The perforation was evidently sealed as the images that followed did not show extravasation. The stent was then post-dilated. The reviewer concluded that the images do confirm that a perforation/rupture occurred at the site of stent deployment. The images of the stent balloon during deployment showed irregular edges.

Event description:
Subsequent to the initial report filed, additional information received stated, post stenting angiogram revealed the arterial rupture with pericardial staining. The stent balloon was placed in the stented segment and prolonged inflation was performed at 6 atmosphere (atm). Intravenous medication was given for blood clotting. An echocardiogram revealed pericardial collection with tamponade. Pericardiocentesis was performed with the 6 fr sheath with echocardiogram and fluoroscopic guidance. A small leak in the pericardium remained and was treated with the stent balloon placed inside the stent and inflation at 3 atm for 2 minutes. There was no pericardial staining noted and the echocardiogram resulted in no collection. The patient was transferred to the intensive care unit and was reported as hemodynamically stable.

Event description:
It was reported that the procedure was to treat a mildly calcified and tortuous mid left anterior descending artery. When the 3.0 x 28 mm xience v was being deployed, the balloon expanded abnormally (more than its stated size) in the mid portion of the lesion and a perforation was noted in the proximal part of the lesion. The inflation was performed gradually and was taken incrementally from 2 atmospheres (atm) to 12 atm. At 12 atm the balloon expanded over its stated size. Additional balloon dilatation was performed to treat the perforation and pericardial tapping was performed. The patient was reportedly fine after the procedure and there was no patient sequela. There was no clinically significant delay in procedure reported. There was no additional information provided.